Event description:
It was reported that, during a cardiac ablation procedure, after the transseptal puncture, the dilator and needle were removed, the stopcock remained open to allow passive arterial backflow, and no syringe aspiration was performed. During a deep inspiratory effort while snoring by the patient, air bubbles were entrained and transient st-segment elevation was observed. The procedure was aborted after transseptal device usage and was discontinued before the balloon catheter was inserted into the patient and no ablation was performed. The patient subsequently experienced a stroke, the event led to or extended hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.